Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer 2.2 required maintenance. A technical support specialist (tss) logged into the station, navigated to the maintenance menu, and selected reboot device. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie drawer 2.2 required maintenance. The customer performed a drawer recovery, but the requires maintenance error persisted. The customer was advised to properly reboot the station via the maintenance menu and then perform another drawer recovery. After the reboot, it was verified that the station application launched completely, and the customer was able to recover the drawer. The customer tested the drawer by pulling out medication and was successful. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.